Event description:
It was reported that a patient was unable to adjust their stimulation. It was stated that a power-on-reset (por) had happened on the day of the report. The patient was able to successfully clear the por. No further information was provided. If more information is received, a follow up report will be sent.

Event description:
Additional information received reported the patient was still having concerns with their device or therapy, but had not sought further help. No further information was reported.

Manufacturer narrative:
Product ID 748940, serial # (B)(4), implanted: (B)(6) 2004, product type extension; product ID 748940, serial # (B)(4), implanted: (B)(6) 2004, product type extension; product ID 3998, lot # j0444364v, implanted: (B)(6) 2004, product type lead; product ID 3888-33, lot # v681827, implanted: (B)(6) 2011, product type lead; product ID 3888-33, lot # v681827, implanted: (B)(6) 2011, product type lead; product ID 37752, serial # (B)(4), product type recharger; product ID 37743, serial # (B)(4), product type programmer, patient; product ID 3708220, serial # (B)(4), implanted: (B)(6) 2011, product type extension. (B)(4).